Manufacturer narrative:
Analysis of the device, model # 37712, sn (B)(4), found the device to be permanently damaged due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count prior to receipt in the analysis lab was 13. The last recorded recharge session done while the device was implanted was on (B)(6) 2010. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2010. A normal recharge was started manually after a physician mode recharge with a 1cm spacer between the ins and recharge antenna. With the ins at body temperature the recharger had full coupling and the ins recharged for 5 hours and 1 minute from 2.540v to 3.870v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 4 minutes bringing the battery voltage to 3.925v. Battery discharged rapidly.

Event description:
It was reported that the patient needed help ¿bringing the battery back a few times¿ and there was premature battery depletion. It was decided that the battery would be explanted and replaced with a primary cell (non-rechargeable).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.